Event description:
Information received indicates the distal tip component became entangled in the leaflets of the patient's mitral valve during the case. The surgeon intraoperatively removed the device and the case was completed with no post-opertive complications reported for the patient.